Event description:
The customer reported retic sample pressure below limit error messages, and then discovered a clear fluid leak of approximately 5ml from the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The instrument was considered inoperable until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/16/2015 and discovered that the fitting had broken off the bottom of the retic chamber (vc17) drain valve (vl80b). The fse replaced the retic chamber resolving the leak and the error recovered by the instrument. (B)(4).